Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument a discrepant result was obtained by the laboratory personnel. Confirmatory testing was performed using a cepheid method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that while using the bd max¿ system, bd max¿ instrument a discrepant result was obtained by the laboratory personnel. Confirmatory testing was performed using a cepheid method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. (B)(4) d.1. Medical device brand name: bd max¿ system, bd max¿ instrument. H.6. Investigation: the complaint of "false positive" was reported against the bd max instrument, catalog number 441916 serial number ct2025. The customer reported receiving discrepant results on max bd sars cov2; lot#0274403. They received the false positive result on run #84 on three samples on lane a3/b4/b6. The samples were negative when ran with cepheid genexpert assay (both for n2 and envelope target). Customer udp setting was verified in accordance with bd max sars-cov-2 reagent. Field service was not dispatched. Manual pcr curve adjudication was conducted across these samples. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of pcr curves of three samples show late but true amplifications for n1 target without anomaly, indicative of true positive results. Overall, these samples appear to be true low positives. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or cross contamination introduced during the sample preparation at the customer¿s site. Additionally, in the previous run (run #83), a positive control and a negative control were tested and gave the expected results. Environmental contamination was examined as a potential cause by the customer. Customer performed environmental monitoring (em) for higher risks contamination areas (biological safety cabinet, cartridge drawer side a and b of instrument ct2025) and obtained negative results. The case is unconfirmed as there were no instrument issues. Root cause cannot be determined with the information provided. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system a discrepant result was obtained by the laboratory personnel. Confirmatory testing was performed using a cepheid method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. (B)(4).